Manufacturer narrative:
Immucor technical support used remote electronic connection method to assess images of well results on customer instrument, as well as a customer archive disk on (B)(4) 2014. The investigation of event log information determined that blood sample (B)(6) was pipetted twice by the galileo echo, and blood sample (B)(6) did not pipette on the galileo echo. After investigation, the customer most likely did not electronically schedule blood sample (B)(6) in the galileo echo software, but rather erroneously scheduled blood sample (B)(6) twice instead, as a user error. Event happened on (B)(6) 2014, but was not reported to immucor until (B)(4) 2014. No patient sample or customer product was returned to immucor for immucor investigation. An immucor field service engineer visited the customer site.

Event description:
On (B)(6) 2014, a customer reported obtaining unexpected abo mistype on the galileo echo.